Event description:
Caregiver reported vent alarmed vent inop (visual and audible) and the vent quit working. Pt was ambu bagged until the back up vent arrived. Pt's vital signs were stable. No adverse affects were noted. Accessories used: humidifier. Operating on ac power. Event occurred at the pt's home.